Event description:
Same case as MFR report #: 2134265-2010-02711. It was reported that during a ureteral stenting procedure the wire became stuck in the stent catheter. The procedure was eventually completed with the same ureteral stent. Per the site, there was no damage to the stent or wire. There were no patient complications.

Event description:
Same case as MFR report #: 2134265-2010-02711 it was reported that during a ureteral stenting procedure the wire became stuck in the stent catheter. The procedure was eventually completed with the same ureteral stent. Per the site, there was no damage to the stent or wire. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: the amplatz (B)(4) was received stuck inside a catheter/flexible cannula at 118 cm from proximal end. Visual inspection of the distal section inside the cannula shows no anomalies, the section outside shows also no anomalies. The cannula sheath is corrugated at 0.5 cm from cannula insertion point, and at 18, 19 and 25 cm from the distal tip of the wire .the cannula was cut to remove the guide wire and the coils became elongated. The outer diameter of the wire measured at sections not elongated was within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).